Event description:
It was reported by a customer on (B)(6) 2011, the laser system had multiple 172 error messages (over power, photo diode voltage exceeded target power threshold) during performed procedures. Each time the customer was able to clear the error when it occurred and completed each procedure with no pt injury.